Event description:
It was reported that the right atrial (ra) lead exhibited a sudden increase in impedance. Subsequently, this ra lead was surgically capped, and a new ra lead was implanted. There were no additional adverse patient effects reported. The ra lead is electronically deactivated, remains implanted and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited a sudden increase in impedance. Subsequently, this ra lead was surgically capped, and a new ra lead was implanted. There were no additional adverse patient effects reported. The ra lead is electronically deactivated, remains implanted and will not return for analysis.